Event description:
It was reported that during the implant attempt, the patient had very difficult venous access. The physician was able to get the lead into the heart, but had to pull the lead out. When the lead was out, the right ventricular coil looked like it had been damaged. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary - the lead was returned and analyzed and no anomalies were found. (B)(4).